Manufacturer narrative:
A complete lead was returned in one piece. Visual inspection found an external insulation abrasion breaching the non-functional cable and inner coil lumens at proximal region with abraded/separated both non-functional cables and abraded ptfe liner of the inner coil. The reported events of oversensing, noise, and insulation damage were confirmed and the cause was due to external insulation abrasion which is consistent with friction to the device can. The reported event of low defibrillation impedance was not confirmed. Other damages found are consistent with procedural damage.

Event description:
Additional information received indicates that low in-range defibrillation impedance was noted on the rv lead. The patient was stable.

Manufacturer narrative:
Additional information: b5, d10, h3, and h6.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, noise resulting in oversensing was noted on the right ventricular (rv) lead. The physician suspected rv lead insulation damage as the cause. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.